Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after an undetermined amount of time in-vivo. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records could not be performed without information regarding the lot number. A review of the product complaint report history shows this is the 78th complaint for this part number: one due to a fit issue, 42 due to dislocation, two due to pain, seven due to infection, seven due to trauma, 12 for stability/poor joint issues, four due to dissociation, and three were undetermined. The root cause for the dislocation was not determined with confidence. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.